Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a an error icon display was confirmed. The root cause was determined to be a defective receiver battery.&#842;

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code hwbat. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.